Manufacturer narrative:
No audio/beep anomaly or button error alarm noted during testing. Device had unresponsive buttons due to flattened act and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test alarm, prime/fill anomaly due to unresponsive button. Device had stripped battery cap coin slot , cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin did not alert if insulin pump stops flowing, insulin squirted out from the insulin pump without stopping and customer has to press down button multiple times as well as has to push harder. Customer¿s blood glucose was unknown. Customer stated that threads of battery compartment was worn down and insulin pump rejected new batteries. Insulin pump will not be returned for analysis.